Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the information's were not crossing. The technical support specialist (tss) confirmed that the messages were processed on the server and synced on stations and for certain facilities messages were not receiving. The integrated engineer dialed into the care fusion coordination engine and identified that the messages were processing without delay and the host timestamp for the active directory message appears to be behind for some messages. Customer confirmed that the issue was not related to pyxis and with customer interface and resolved the issue by hospital information technology. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server information was not crossing over from epic in a timely manner, impacting the ability to provide timely patient care. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.